Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in normal sinus rhythm during the procedure. The location of the transseptal puncture was interior to mid and posterior. Heparin was administered, and the activated clotting time (act) levels were 375 seconds and greater. The left atrial pressure was 6mmhg. The wire was positioned in the upper pulmonary vein. There was difficulty implanting the device, and the device was partially recaptured 3 times before being implanted. Protamine was administered at the end of the procedure. Once the procedure was finished and the patient was extubated in the procedure room, the patient complained of chest pain. Ultrasound identified a circumferential pericardial effusion with cardiac tamponade. A pericardiocentesis was performed. The patient passed away less than 8 hours after the procedure.

Manufacturer narrative:
H6: health effect - clinical code: removed code 4580 insufficient information. Added codes 3271 pericardial effusion, 2226 cardiac tamponade, 1710 angina. Health effect - impact code: added code 4641 unexpected medical intervention. Medical device problem code: removed code 3190 insufficient information. Added code 2993 adverse event without identified device or use problem. An event of chest pain, circumferential pericardial effusion with cardiac tamponade was reported. A pericardiocentesis was performed; however, the patient expired in less than 8 hours after the procedure. Information from field indicated that heparin was administered, and the activated clotting time levels were 375 seconds and greater (greater than recommended range per amulet instructions for use it was reported that there was difficulty implanting the device, and the device was partially recaptured 3 times before being implanted, which may have contributed to the reported pericardial effusion. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, an amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The device was implanted. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.